Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. Noise and high out of range pacing impedance measurements were also observed. It was determined the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.